Event description:
Description of the event: as part of the surgery preparation, the suction tube was connected to the insufflator by the circulating nurse. The procedure was started. The doctor requested that the insufflator be started. Shortly after the start of the insufflator, the surgeon noted serous fluid (some clear yellowish fluid)was stuck in the suction tube. The tubing was immediately disconnected and removed from the field. A small amount of bloody fluid flowed out of the insufflator. New tubing and a new insufflator machine were brought into the room. The procedure continued. The doctor indicated that it did not appear that any significant amount of fluid went through the tubing into the patient (possibly aerosolizing into the patient's abdomen). It could not be determined if old blood/fluid in the tube was the patient's or not. (The laboratory was able to determine that there was blood in the fluid but there was not enough to type the blood). The patient was treated post-operatively as a possible blood exposure with patient notification/discussion with an infectious disease doctor, lab tests (negative), hep b vaccine and follow up with an infectious disease doctor. There has been no further contact made to the hospital by the patient to-date in regards to the possible blood exposure concerns.biomedical engineering inspected the insufflator and replaced the internal tubing. The biomed technician reported that there was fluid with no visible blood found in the internal tubing. (Testing of the fluid in the lab did reveal the presence of blood. But it too, was not enough to type.) It was noted that tubing made by a different manufacturer standard suction tubing) was being used and that the manufacturer indicates that this may impair performance and lead to incorrect operation. Action taken: a root cause analysis was completed. Corrective actions taken include the purchase of correct tubing with filter and a written process for maintaining and operating the insufflator.